Manufacturer narrative:
It was reported that the patient underwent another skin flap revision surgery on (B)(6) 2018 due to incomplete healing at implant site. The issue has since been resolved.

Manufacturer narrative:
This report is submitted on september 05, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced chronic drainage at implant site subsequent to sustaining a cut at implant site. The patient underwent skin revision using silver nitrate and the patient was treated with oral and topical antibiotics (date and duration not reported); however the issue could not resolved. Subsequently, the patient underwent skin flap revision on (B)(6) 2017.